Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shocks caused by oversensing on the ventricular channel. After fluoroscopic evaluation, lead dislodgement was observed. The lead was explanted and replaced. The patient's condition is stable.